Event description:
It was reported that during a procedure the handpiece was getting hot. There were no adverse consequences or delays related to this event.

Manufacturer narrative:
The device has not been returned to the MFR as of the date of this report. This report will be updated when the device is returned and an investigation is complete.